Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they think the device was putting shocks on them. The consumer stated that the patient¿s foot was tingling and his right leg was falling asleep. It was noted that the patient had little black shock marks on his colon and the patient thought this was caused by the device. The patient was directed to follow-up with their healthcare provider. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that per patient's colonoscopy ((B)(6) 2019), there is no indication/evidence of any shock marks on colon. Patient's weight was not provided. No further complications were reported/anticipated.